Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. There was an issue with the catheter wire. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. The analyst noted that visual inspection found a kink on the catheter shaft and that caused the spiral slit. The spiral slit appeared along the catheter shaft body causing the deflectable wire to come out on the side of the slit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure while slitting the delivery catheter, the "braids were visible coming out of the side of the slit." The delivery catheter was removed. No patient complications have been reported as a result of this event.